Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tabletop illuminator is weak. Additional information has been requested.

Manufacturer narrative:
The customer reported that the illumination from the system was weak. The company service representative examined the system and was able to replicate the reported low illumination. The illuminator module was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on june 1, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the illumination from the system was weak. The company service representative examined the system and was able to replicate the reported low illumination. The illuminator module was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on june 1, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. A xenon lamp was received and a visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into a calibrated system for functional testing and found to meet specifications. The company service representative replaced the illuminator module. A xenon lamp was returned, tested, and found to meet specifications. The root cause of the reported event can be attributed to a nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).